Event description:
The facility representative contacted baxter (B)(4) to report a flogard pump in which, during a particulate matter inspection, they found a broken alternating current power cord. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken power cord was confirmed during on-site product evaluation. The root cause of the reported problem was determined to be a broken power cord. Appropriate action was taken to correct the reported problem by replacing the power cord. A service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). It is unknown at this time whether the device is available for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.